Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that, when opening the package at the preparation of the surgery, different thickness of sutures were found in the package. No infection nor health hazard was caused to the patient. No further information has been received.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample to analyze this complaint. Diameter result conducted on the open sample received is 0.288 mm in average and does not fulfil the requirements of the european pharmacopoeia for this size and thread: 0.200 mm < xave < 0.249 mm. We have checked the sample received and 35 cm approximately of the thread corresponds to a usp 4/0, as the product description, while the other 35 cm the diameter is higher. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Remarks: we will inform the personnel involved about this incidence. Taking into account that there are no previous complaints of this code-batch regarding this issue, we consider that this is an isolated unit and whole batch is correct. Final conclusion: taking into account that the sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.